Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance. It was noted the shock impedance appeared to be chronically variable, at least for the past year. Technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This lead remains in service.